Manufacturer narrative:
Initial and final MDR 1906013 - MDR 3003442380-2024-12630- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the finland it was reported that the infusion set leaks. No further information available